Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Review of the system log files showed a fdc communication error resulted in the system not being able to complete the start-up sequence. Upon inspection fse found nc power was failed. The fse replaced the nc power unit. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system did not start up successfully. The system was not in clinical use. No harm has been reported to philips. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. The fse reviewed the system log files and identified that a fdc communication error resulted in the system not being able to complete the start-up sequence. The fse replaced the nc power unit and returned the system to use in good working order.